Event description:
Report received of a patient's blood pressure dropping during an alarm condition. The patient was reported to be "very unstable" prior to the reported event. The pump was programmed to deliver an unspecified concentration of levophed at an unspecified rate. The patient also had a maintenance IV of normal saline infusing on a different pump at an unspecified rate. The pump infusing the levophed alarmed with a malfunction error code 45-1 while the nurse was at the bedside. The nurse immediately changed the cassette from the levophed infusion to the pump that was infusing the normal saline. While waiting for the pump to complete it's self-test, the patient's systolic blood pressure reportedy "dropped in the 70's". It was not known what the patient's baseline blood pressures were. Once the levophed infusion was resumed, the patient's blood pressure reportedly returned to baseline. No medical interventions were required for the patient. There was no reported adverse outcome or injury to the patient. Though requested, there was no further information available.